Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken wire. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The issue occurred when the surgeon dissected and removed the moyma. The surgical staff did not see any instrument collision, but the surgeon observed the instrument wire was abnormal during the procedure. The surgical staff then removed the instrument and found the wire was broken. It was noted that the black insulation was stripped or damaged without a full breakage. It was confirmed that no fragments fell inside the patient during the procedure. There was no cautery issue with the instrument. No evidence of thermal damage was identified. The site could not provide a video recording of the procedure, but images of the instrument damage were provided. There was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. Images of the permanent cautery spatula instrument related to this event were received. A review of the submitted images were performed and the wire was found to be damaged. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10210222-0037) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The permanent cautery spatula instrument has 10 allotted uses and had 9 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the information for the patient-related fields was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.